Event description:
It was reported that the patient had inflammation and pain. Surgeon changed out ball, liner, irrigated and debrided.

Manufacturer narrative:
The v40(tm). Femoral head, cat# 6364-2-236, lot# g3202396 was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's inflammation. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and inflammation involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, ¿root cause of failure thus most probably relates to procedure-related factors although substantial proof is missing to establish this with reasonable certainty.¿ a review of the provided medical records and x-rays was performed by two clinical consultants. One of the clinical consultants indicated that a root cause could not be determined. The other clinical consultant indicated, ¿all listed cases...have the same root cause of failure which most probably is an adverse mix of patient-related and procedure-related factors without evidence for device-related aspects in the case. Infection is the most probable root cause of failure although the final proof with positive outcome for bacteriological cultures is missing while also some uncertainties remain regarding what exactly were the blood levels of cobalt that were reported as ¿too high.¿" device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further records such as pathology reports and an evaluation of the reported devices are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient had inflammation and pain. Surgeon changed out ball, liner, irrigated and debrided.